Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, and failed battery test or off no power alarm noted during testing; however the battery tube was corroded. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.